Event description:
A malfunction occurred with a pump, indicated by malfunction code 9, but no notable events were reported prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.